Event description:
Pt pulled out his dialysis catheter causing it to break. The pt was not coherent and was difficult to control. They were able to remove all parts and save the catheter for investigation. The catheter was replaced and the pt is doing fine.